Manufacturer narrative:
Returned product consisted of a watchman delivery system. The device was bloody. The implant was received inside the sheath and was deployed during lab analysis. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions), tip damage (tricuts flared/abrasions) and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported a pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very large right and left atrium and a very anterior chicken wing laa. Both double curve and anterior curve watchman access systems (was) were attempted to get deep into the laa with very high torque. Because of the high torque the was "jiggered" or moved 360 degrees. A stable position was achieved with an anterior curve was and a 27mm watchman laa closure device and delivery system was used. The closure device was deployed. It was too proximal, so a full recapture was performed. It was then noted on the transesophageal echocardiogram (tee) that a pericardial effusion occurred. The procedure was aborted. Protamine was administered to the patient and they were stable as they left the catheterization lab. The patient was sent to the intensive care unit at approximately 15:30 pm and at 21:00 pm cardiac tamponade was recognized and a pericardiocentesis was performed. One liter of blood was aspirated and the patient stabilized. They were then moved from the intensive care unit to the normal station. There were no further complications. It was further reported that the delivery system was in the access system when it "jiggered" and that the patient is fine and was discharged from the hospital.

Event description:
It was reported a pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very large right and left atrium and a very anterior chicken wing laa. Both double curve and anterior curve watchman access systems (was) were attempted to get deep into the laa with very high torque. Because of the high torque the was "jiggered" or moved 360 degrees. A stable position was achieved with an anterior curve was and a 27mm watchman laa closure device and delivery system was used. The closure device was deployed. It was too proximal, so a full recapture was performed. It was then noted on the transesophageal echocardiogram (tee) that a pericardial effusion occurred. The procedure was aborted. Protamine was administered to the patient and they were stable as they left the catheterization lab. The patient was sent to the intensive care unit at approximately 15:30 pm and at 21:00 pm cardiac tamponade was recognized and a pericardiocentesis was performed. One liter of blood was aspirated and the patient stabilized. They were then moved from the intensive care unit to the normal station. There were no further complications.